Event description:
Overdelivery of secondary fluid reported. The pump was set to infuse 1000ml ns via primary at an unspecified rate with a concurrent secondary infusion of 100ml diltiazem (125mg/25ml) to run at 5 ml/hr. Approx four hours after hanging the secondary diltiazem, a nurse reports that the bag was almost empty and "had collapsed inward on itself as if a vacuum was created." The pt did not experience any adverse effects. No add'l info was available.

Manufacturer narrative:
The pump passed performance verification testing within product specification, including delivery accuracy. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare 5000 is approximately 0.77/million sets.